Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured. The legal manufacture reviewed: the customer provided the cleaning disinfection and sterilization processes. Where no obvious deviations, from instructions for use were identified. Based on the results of the investigation, foreign material inside the auxiliary water channel, air/water channel on the scope cover and on the bending section cover/insertion tube was confirmed. The foreign material in the auxiliary and air/water channel could have been simethicone or pipe cleaner bristles used at the facility. The foreign on the scope was possibly not removed, since reprocessing could not be conducted properly, due to leakage from switch #3 and the biopsy channel. However, the cause of the foreign material in the channels was unable to be confirmed. The event can be detected and prevented, by following the instructions for use: gif-1100 operation manual, chapter 3: preparation and inspection. Gif-1100 reprocessing manual, chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope scope had foreign material inside. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.